Event description:
Event description cpi received information that this patient with an endotak transvenous defibrillation lead and implantable cardiovertor defibrillator (ICD) was experiencing inappropriate shocks. A sensing problem was noted, the lead was explanted and replaced with a new lead of the same model.